Manufacturer narrative:
Eval: a partial iab, consisting of the balloon membrane and approx 9.5" of attached catheter tubing, was returned for eval. The balloon membrane was noted to be completely unfolded. No kinks were observed in the catheter of the iab (balloon membrane/catheter tubing/inner lumen). It was not possible to pump the iab on the lab sys 97 due to the condition of the returned device. Probable cause of difficulty: no leak was found in the returned portion of the device. It was not possible to determine the cause of the reported difficulty based on the event description and examination. Having the opportunity to have examined the entire balloon catheter may have provided some add'l insight into the encountered difficulty. Although conjectural, the reported leak may have been in the unreturned portion of the iab.

Event description:
After the iab was inserted, there was no augmentation. When the dr removed the iab, blood was noted in the catheter. The iab was cut when the dr removed it. Event complications: none from the event-reported 12/2/97. Pt's current status: unk-rpt'd 12/2/97.